Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to program a bolus, the customer accidentally entered a blood glucose (bg) value of 112 (mg/dl) instead of inputting a value of 129 (mg/dl). Reportedly, the customer did not deliver the bolus. The customer successfully input the intended value of 129 (mg/dl) and delivered a bolus successfully.